Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during lymph node dissection on a modified radical hysterectomy, a part of the handpiece got detached. When the lever was pulled, the metal part inside the handle at the time the first clicking sound was heard. It fell off into the abdominal cavity, but it was retrieved and placed inside the returned product. Another handpiece was used with the same generator and it worked fine. X-ray or any additional intervention was not needed to retrieve the broken piece. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the metal clicker of the device was broken off. The broken piece was returned. Functional testing found that the device's usage data was reviewed and it was identified the device had 1000+ initiated seals. The knife cut of the device was tested on a silicone test strip with mediocre results. Wear on the knife was observed and is consistent with the use of the device. It was reported that the device component was disengaged. The reported issue was confirmed. The most likely cause was traced to component failure. This issue may occur if the metal clicker on the device was broken and detached from the device. The clicker tab failure is due to extensive use of the device. A large number of cycles tend to fatigue the clicker. The evaluation detected an unreported condition: of device cutting issue. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device histo ry records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during lymph node dissection on a modified radical hysterectomy, a part of the handpiece got detached. When the lever was pulled, the metal part inside the handle at the time the first clicking sound was heard. It fell off into the abdominal cavity, but it was retrieved and placed inside the returned product. Another handpiece was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.